Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 95% stenosed target lesion was located in a mildly tortuous and severely calcified diagonal artery. Pre-dilation was performed with an unspecified balloon catheter. A 2.75x20mm promus element¿ plus drug-eluting stent was advanced to treat the target lesion. However, it was noted that the distal stent became damaged when passing through a previously placed stent, preventing the stents passage. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts on the distal end were distorted and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance when advancing to the lesion site. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube and the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 95% stenosed target lesion was located in a mildly tortuous and severely calcified diagonal artery. Pre-dilation was performed with an unspecified balloon catheter. A 2.75x20mm promus element¿ plus drug-eluting stent was advanced to treat the target lesion. However, it was noted that the distal stent became damaged when passing through a previously placed stent, preventing the stents passage. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.